Event description:
In 2009, a false reactive advia centaur test result was obtained on patient #1 and nonreactive. Repeat testing by the customer verified the initial results. The sample was sent out by the customer for repeat testing and the results were nonreactive. Three weeks later, the customer performed additional patient sample testing post a fse visit and obtained the same initial test results. That same day, false reactive advia centaur test results were obtained on patient #2 and patient #3. The results were nonreactive for both patients. The customer performed repeat testing and the results were unequivocal for patient #2 and reactive for patient #3. Other diagnostics test performed by the customer were non-reactive. Both patient samples were tested on another method and the test results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant results.

Event description:
In 2009, a false reactive advia centaur test result was obtained on patient #1 and nonreactive. Repeat testing by the customer verified the initial results. The sample was sent out by the customer for repeat testing and the results were nonreactive. Three weeks later, the customer performed additional patient sample testing post a fse visit and obtained the same initial test results. That same day, false reactive advia centaur test results were obtained on patient #2 and patient #3. The results were nonreactive for both patients. The customer performed repeat testing and the results were unequivocal for patient #2 and reactive for patient #3. Other diagnostics test performed by the customer were non-reactive. Both patient samples were tested on another method and the test results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant results.

Event description:
In 2009, a false reactive advia centaur test result was obtained on patient #1 and nonreactive. Repeat testing by the customer verified the initial results. The sample was sent out by the customer for repeat testing and the results were nonreactive. Three weeks later, the customer performed additional patient sample testing post a fse visit and obtained the same initial test results. That same day, false reactive advia centaur test results were obtained on patient #2 and patient #3. The results were nonreactive for both patients. The customer performed repeat testing and the results were unequivocal for patient #2 and reactive for patient #3. Other diagnostics test performed by the customer were non-reactive. Both patient samples were tested on another method and the test results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
In 2009, a siemens field service engineer (fse) was sent to the customer site for system inspection. An occluded vent line for the wash one reservoir was fixed. Analysis of the instrument and instrument data indicate that the cause for the discordant advia centaur results for all three patients is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
In 2009 a siemens field service engineer (fse) was sent to the customer site for system inspection. An occluded vent line for the wash one reservoir was fixed. Analysis of the instrument and instrument data indicate that the cause for the discordant advia centaur results for all three patients is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
In 2009, a siemens field service engineer (fse) was sent to the customer site for system inspection. An occluded vent line for the wash one reservoir was fixed. Analysis of the instrument and instrument data indicate that the cause for the discordant advia centaur results for all three patients is unknown. The instrument is performing within specification. No further evaluation of the device is required.